Event description:
One endeavor sprint drug eluting stent was implanted in the lad during the index procedure. An mi was reported to have occurred on the same day as the index procedure. Patient was discharged two days later.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).